Event description:
It was reported that an occlusion alarms occurred. Customers blood glucose was 150 mg/dl. Customer changed the cartridge and resumed insulin delivery. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.